Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon femoral component; cat# unknown; lot# unknown, simplex p - us full dose 10-pk; cat# 61911010; lot# rec055, simplex cement; cat# unknown; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: this patient was part of the triathlon all-polyethylene tibia (apt) retrospectively enrolled and prospectively followed clinical study. The site needed consent to look at the medical record and upon obtaining consent, the site found out that a 2-stage revision was performed due to joint infection. A stryker triathlon knee was removed; the apt device was used as a spacer.

Event description:
The following was reported: this patient was part of the triathlon all-polyethylene tibia (apt) retrospectively enrolled and prospectively followed clinical study. The site needed consent to look at the medical record and upon obtaining consent, the site found out that a 2-stage revision was performed due to joint infection. A stryker triathlon knee was removed; the apt device was used as a spacer.

Manufacturer narrative:
The following devices were also listed in this report: triathlon femoral component; cat# unknown; lot# unknown, simplex p - us full dose 10-pk; cat# 61911010; lot# rec055, simplex p - us full dose 10-pk; cat# 61911010; lot# rcc024. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown triathlon baseplate was reported. The event was confirmed via clinician review of the provided medical records. Method & results:  device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a primary triathlon total knee arthroplasty that subsequently became infected. I can confirm that a revision was carried out with removal and reimplantation of the infected implant because I was able to review the operation report. I cannot confirm the root cause with certainty. The causes of a postoperative perioperative infection are multifactorial including surgical technique factors with possible contamination at the time of surgery, wound factors such as drainage or dehiscence, patient factors such as compliance with postoperative instructions and possibly seeding of the knee from a remote cause. I would not assign any causality to the implant itself device history review: could not be performed as lot code information provided was invalid. Complaint history review: could not be performed as lot code information provided was invalid. Conclusion: a review of the provided medical records by a clinical consultant indicated: this patient underwent a primary triathlon total knee arthroplasty that subsequently became infected. I can confirm that a revision was carried out with removal and reimplantation of the infected implant because I was able to review the operation report. I cannot confirm the root cause with certainty. The causes of a postoperative perioperative infection are multifactorial including surgical technique factors with possible contamination at the time of surgery, wound factors such as drainage or dehiscence, patient factors such as compliance with postoperative instructions and possibly seeding of the knee from a remote cause. I would not assign any causality to the implant itself. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.